Event description:
The customer reported that on (B)(6) 2011 an elevated cardiac troponin (accutni) result was generated on the unicel dxc 600i synchron access clinical system for one patient. Beckman coulter inc. Assessment of customer supplied data indicated that upon multiple repeat testing on the same instrument, lower accutni results, within the risk stratification range, were generated. A repeat result was regarded as valid and an amended report was issued. The initial elevated accutni result was reported out of the laboratory and while there were no reports of death, serious injury or modification to patient treatment associated with this event, medical decisions about treatment for the patient were delayed while the troponin result was repeated. No adverse treatment was administered and no medications were administered. The sample was collected in a lithium heparin tube and centrifuged prior to testing. The sample was a full draw and was normal in appearance with no visible irregularities. No other assay results associated with this event were in question by the customer. Instrument accutni quality control results met customer established specifications during the timeframe of the event. A system check performed prior to the event met established specifications. No event log messages were reported in connection with this event.

Manufacturer narrative:
Service was not dispatched to the site for this event. A definitive root cause for this event has not been determined to date.

Manufacturer narrative:
The patient in this event had not infracted. During the time period between initial and repeat testing, no medical intervention was administered. The patient was retained in the emergency department and monitored closely. There were no additional tests performed for the patient after the repeat accutni result was obtained. The medical facility does not feel that any cardiac impairment was sustained due to the delay in treatment and the patient currently is not involved in any cardiac rehabilitation.